Event description:
The customer reported that she was treated by the paramedics due to a blood glucose reading of 48 mg/dl. The customer didn't know why her blood glucose levels went so low as she did eat something prior to the event. The customer also stated that the insulin pump was not recording the boluses correctly in the bolus history. The customer was unable to provide further info. The customer was later called for f/u, and she stated that the insulin pump appears to be functioning properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.